Event description:
It was reported to philips that the unit doesn't allow for calibration and gets a question mark in monitoring mode. There was no reported patient involvement/adverse patient impact.